Event description:
(B)(4). Since essure was put into my body I have had the following symptoms: heavy painful menstrual cycle /cramps with large clots of blood. Hot flashes. Severe stabbing abdominal pain. Menstrual cramps all the time. Pain in pelvis during arousal/intercourse. Headaches. Sensitive skin. Lethargic. Menstrual cycle 3 times a month. Severe pms symptoms.

Event description:
(B)(4). Update (B)(6) 2015: I had an appointment with my gynecologist and due to all the side effects I am having with essure, she is scheduling me for a hysterectomy in (B)(6).